Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the esc button is unresponsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed pump self-test and displacement test. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.